Event description:
Event description guidant received information that this device, which is on an advisory, had a qustionable magnet response during transtelephonic monitoring. In the clinic, the device could not be interrogated. Magnet application yieled no pacing response. It has been implanted over 6.5 years.